Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when the surgeon was drilling for distal transverse locking, the drill was interfered with the multiloc nail and the screw could not be inserted. The operation was delayed by 30 minutes. This report is for an unknown drill sleeve. This is report 6 of 8 for (B)(4).

Manufacturer narrative:
This report is for an unknown drill sleeve. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.